Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the clip was difficult to open and close, and was difficult to release from the catheter. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event.the patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Problem code 2906 captures the reportable event of clip difficult to release from the catheter. Investigation results: visual examination of the returned complaint device revealed the clip assembly and the yoke were not returned, indicating the device was fully deployed. Kinks were noted at the middle section of the catheter. This failure is likely due to factors or conditions related to procedure during the use of the device that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the clip was difficult to open and close, and was difficult to release from the catheter. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.